Manufacturer narrative:
(B)(4). The service engineer (se) evaluated the ventilator and replaced the graphic user interface (gui) printed circuit board (pcb) and backlight inverter printed circuit boards (pcbs). The ventilator passed self testing.

Event description:
The customer reported that, during patient use, an 840 ventilator was inoperable. No information is available regarding the patient being transferred to another ventilator. There was no harm to the patient as a result of the event.